Event description:
Related manufacturer reference number: 1627487-2019-07701.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report. It is unknown to the manufacturer the exact date the system was explanted, but it is estimated to have occurred between (B)(6) 2017 and (B)(6) 2017.

Event description:
Related manufacturer reference number: 1627487-2019-07701. It was reported that the patient is no longer implanted with an ipg and lead. The patient stated the lead was applying pressure on their spine and caused pain in the patient's hips. The pain resolved following the full system explant. It is unknown to the manufacturer the exact date the system was explanted, but it is estimated to have occurred between (B)(6) 2017 and (B)(6) 2017.